Manufacturer narrative:
The complaint of leakage can be confirmed on the returned (1) used 14687-15 primary plum set with the cap open. As received, the air filter on the vent plug juncture was wetted out with prior infusate. No damages or anomalies were noted at the vent plug juncture. The product was tested per product specification. There were no leaks with the cap closed. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 8/23/2023.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set was found to have leaked unspecified fluid on the pump. The tubing was checked, and a chemo leakage was noted on the filter vent. The infusion was stopped, and chemo spill was cleaned per facility protocol. There was no unprotected drug exposure and no impact to the patient or healthcare provider. There was no other physical defect noted on the product. No one was harmed in the event.